Event description:
It was reported that during the farapulse pulsed field ablation, a faradrive sheath was selected for use. It has been mentioned that while aspirating the sheath during insertion of the farawave catheter through the sheath, air ingress was seen in the sheath. Physician aspirated multiple times and tried to remove the farawave and re-insert into the sheath and aspirate again, but still lot of air was coming. Also, leak was seen from the valve and flushing port. The sheath was exchanged and the procedure was completed using different device (same model). No patient complications occurred. The product was received for analysis and investigation is still in progress. It was further reported a pressure bag at slow flow rate was used for irrigation. The faradrives dilator, a merit rosen guidewire and the farawave catheter was inside the sheath during or before air was observed. Blood leak was also observed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and h6 device codes, code a180103 was added.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulsed field ablation, a faradrive sheath was selected for use. It has been mentioned that while aspirating the sheath during insertion of the farawave catheter through the sheath, air ingress was seen in the sheath. Physician aspirated multiple times and tried to remove the farawave and re-insert into the sheath and aspirate again, but still lot of air was coming. Also, leak was seen from the valve and flushing port. The sheath was exchanged and the procedure was completed using different device (same model). No patient complications occurred. The product is expected to return for analysis.